Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review, was not possible because the required lot code(s) was not provided.

Event description:
Additional information received stated that on (B)(6) 2020, the patient underwent a revision surgery. All implants were removed successfully. The surgeon commented that the cup and screw had some defect and trunnionosis was caused by the connection part of the head and neck.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d7 corrected: b1, b2, d11, h1, h6 (patient), h8. Patient code: removed the code for absence of treatment and replaced with no code available (3191) for device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in (B)(6) 1995 with jidai type implants at (B)(6) hospital via tha. The 1st revision surgery was performed on (B)(6) 2009 by removing jidai type implants and implanting new implants at (B)(6) hospital. It was reported that the surgeon found that the cup¿s dislocation with the breakage of the screw by x-ray. There was suspicion of armd. From the x-ray photo, there were a 36mm head and solution plus stem in addition to the cup. The patient is in the hospital since (B)(6) 2020. The surgeon planned the 2nd revision surgery by replacing the cup. No further information is available.